Manufacturer narrative:
(B)(4). The customer returned one endurance catheter assembly with a hand syringe attached to the sidearm for analysis. The catheter had been fully advanced off of the needle and the rest of the endurance device was not returned for evaluation. Visual analysis revealed signs-of-use in the form of biological material inside the catheter hub. After failing functional testing, the catheter was observed under a microscope. Two holes were observed on the catheter body. The edges of the hole appear straight and smooth. Additionally, the portion of the catheter around the damage appears pinched/twisted with white stress marks indicating the catheter body was likely kinked in those locations prior to the tears/holes. The catheter body met all relevant dimensional requirements. The holes in the catheter body measured 14mm and 24mm respectively from the catheter juncture hub. A lab inventory 10ml syringe filled with water was attached to the luer hub of the sidearm of the returned catheter. The plunger was compressed, and water was observed leaking out of two holes on the catheter body. A failure-investigation-report (fir) was performed by the manufacturing site for this failure mode and it was determined that there are no steps within the manufacturing process that could create the defect observed with the returned sample (prior to the leak test). The catheters are 100% leak tested during internal quality control indicating that the kink/tear likely occurred after the product had been released. A device history record review was performed on the catheter manufacturing process with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit, "avoid kinking or obstructing the catheter system during pressure injection to reduce risk of catheter failure." Additionally, the IFU cautions, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The report of a catheter leaking in use was confirmed through complaint investigation of the returned sample. Visual examination of the returned endurance catheter revealed two holes in the catheter body. The appearance of the holes are consistent with the catheter body kinking in use creating a hole/tear in the catheter material. The undamaged portions of the catheter body met all relevant dimensional requirements and a device history record review of the catheter manufacturing process did not reveal any relevant issues. Additionally, a failure investigation report performed by the manufacturing facility noted that the catheters are 100% leak tested before release and concluded the defect was unlikely to result from any manufacturing steps. Based on these circumstance and the customer report that the defect occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Catheter was placed on (B)(6) 2019. It was removed on (B)(6) 2019 because it was not working properly and once they pulled it out they discovered a "crack" in the catheter body.

Manufacturer narrative:
(B)(4).

Event description:
Catheter was placed on (B)(6) 2019. It was removed on (B)(6) 2019 because it was not working properly and once they pulled it out they discovered a "crack" in the catheter body.